Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the two of reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that the figured out they did pulled the plunger and instead of twisting it out. Customer troubleshooting was performed. The reservoir will not be returned for analysis.